Event description:
It was reported that in the literature review "metalosis after hip arthroplasty: two case reports", 1 patient suffered from elevated metal ion levels and pseudotumor in the left hip after 5 years post left bhr. Patient experiences bothersome squeaking, progressive anterior hip discomfort and limited mobility. Radiographs suggested acetabular osteolysis and significant erosion of the anterior femoral neck. MRI revealed a complex multilocular collection suggestive of a pseudotumor. CT angiogram revealed medial displacement of the femoral vasculature. Patient underwent excision of the extrapelvic pseudotumor followed by conversion from left bhr to tha. During surgery, macroscopic adherence of the pseudotumor to the black wall of the common femur and femoral bifurcation were found. Current status of patient is unknown. There's no more available info.

Manufacturer narrative:
Internal complaint reference: (B)(4). Mastel, m., boisvert, a., moore, r., sutherland, f., & powell, j. (2022). Metallosis following hip arthroplasty: two case reports. Journal of medical case reports, 16(1), 1-9. Doi: https://doi.org/10.1186/s13256-022-03336-4.

Manufacturer narrative:
H3, h6. It was reported in a literature review that one patient suffered from elevated metal ion levels and pseudotumor in the left hip after five years post left bhr. The patient experienced squeaking, progressive anterior hip discomfort and limited mobility and underwent excision of the extrapelvic pseudotumor followed by conversion from left bhr to tha. As of today, the implanted devices, all of which were used in treatment are not accessible for testing. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the femoral head. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints were identified for the part number and the reported/related failure mode. However, as the device is no longer sold, no action is to be taken. As no device batch number was provided for investigation, manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The reported elevated metal ions, osteolysis, erosion and pseudotumor may be consistent with metal debris but the osteolysis could also result from other pathologies unrelated to the metal articulation. However, the clinical root cause of the elevated metal ions, osteolysis, erosion and pseudotumor cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. Based on the available information including metal ion levels, radiographs, computed tomography and mars MRI we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.